Event description:
Customer called to report the insulin pump had a blank display screen and was making a high pitched noise. Blood glucose reading was 171 mg/dl. The customer had changed the battery but the issue persisted. Troubleshooting was performed and the anomaly persisted. Advised that the insulin pump will be replaced. Nothing further rerported.

Manufacturer narrative:
The pump was monitored for several days, and no constant tone, unexpected high pitched sound or blank display was noted. The pump was received with normal operating currents. All buttons functioning properly and no damage to the keypad assembly was noted. No button error alarm during testing was noted. However, the pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).